Manufacturer narrative:
Additional information h3- device evaluation: lens returned in a microcentrifuge vial; dry. Visual inspection found haptic torn/bent and deformed. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-11.0/2.0/092 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 lens repositioning was performed due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2020 the lens was exchanged for a longer length lens and it was reported that the problem resolved.